Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) performed on (B)(6), 2011.according to the complainant, during the procedure, when the physician tried to inflate the balloon, it burst around 6-8 atms. It was confirmed that no pieces detached inside the patient and that there were no sharp objects in the area of dilatation. The procedure was completed with another rx dilatation balloon.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hurricane rx biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) performed on (B)(6) 2011. According to the complainant, during the procedure, when the physician tried to inflate the balloon, it burst around 6-8 atms. It was confirmed that no pieces detached inside the patient and that there were no sharp objects in the area of dilatation. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned complaint device revealed that the balloon was torn longitudinally. Inspection of the catheter of the device revealed no issues. The investigation results are consistent with the event description. The reported defect of balloon burst was confirmed as the balloon was torn longitudinally. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.